Manufacturer narrative:
S/w version 4.11d. Retainer ring=clear. Customer complained on (B)(6) 2021 the retainer ring is damaged and is experiencing high bg. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked retainer. The p-cap/reservoir does lock properly. Pump passed functional testing and confirmed cracked retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer recall on insulin pump retainer ring . The customer stated they had a clear ring on her pump but it was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.